Event description:
It was reported that the implanted device did not seal. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. The 45 day follow up transesophageal echo revealed that there was residual blood flow around the closure device for a leak of an unknown size.